Event description:
It was reported that stylet separation failure involving the bd intraosseous (bd io) system used by our fire rescue members. During a recent patient encounter, our crew experienced a situation in which multiple stylets would not disengage from the needle hub after successful insertion, rendering the io nonfunctional and requiring immediate abandonment of the site. Stylet remained firmly fixed in the hub despite proper technique, stabilization, and controlled traction. The needle assembly appeared fully seated on the driver, but the stylet could not be removed (other attempts were made to remove the needle from the hub). A specific number of affected devices or patients was not provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2026-00298 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2026-00093.